Event description:
This lv lead was implanted on (B)(6) 2004. A call to technical services on (B)(6) 2011 states that lv lead is very basal. When lv only pacing tip to can rep was capturing the la. Prior to change out lv threshold measured at 4.5v @ 1msec impedance 800 ohm's now impedance is 1600 ohms. Rv lead was 1.7v threshold with impedance 550 ohms, now threshold is 2.7v and impedance is 1617 ohms. Rep stated that the device was not tested at implant with psa to evaluate threshold. Patient had respiratory distress at implant that occurred on (B)(6). Rep was not present at implant. Md has decided not to do anything and programmed pg rv only at 5v in rv. Ts asked if rep did the appropriate programming for rv only? Rep did not. He will go back and program device discussed. Rep stated that the lead has chronically been in this postion and the patient was most likely pacing the la the entire time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).